Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. The pusher assembly was not returned for evaluation. Based on the returned condition, the root cause of the embolization coil detachment during the procedure could not be determined. Further evaluation of returned embolization coil revealed offset coil winds throughout its length. This damage was likely a result of forceful advancement against resistance during the procedure. Based on the returned condition, the root cause of the resistance could not be determined. Some of the offset coil winds may have occurred during packaging for the device return. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal thoracic artery using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, three non-penumbra coils were implanted into the target vessel. While advancing a pod pc, resistance was encountered. Upon retrieval, the coil movement did not correspond to that of the pusher assembly and the physician noticed that the pod pc was detached inside the microcatheter. Therefore, the microcatheter containing the detached coil was removed from the patient and the coil was retrieved. The procedure was completed using the same microcatheter to implant two pod pcs and two other coils into the left internal thoracic artery and two pod pcs and five other coils in the right internal thoracic artery. There was no report of an adverse effect to the patient.